Manufacturer narrative:
Initial reporter name and address: (B)(6). Medical device problem code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoids ligation procedure performed on (B)(6) 2022. During the procedure, the bands overlapped and it would not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoids ligation procedure performed on (B)(6) 2022. During the procedure, the bands overlapped and it would not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): affiliated hospital of (B)(6) block h6: medical device problem code (B)(6)captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the ligator head had three bands attached, some of them moved from its position and one overlapped. The suture was in good condition with seven knots. The trip wire was correctly secure. The ligator head teeth were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands were moved from its position and one overlapped. This suggests that the device could not deploy. This condition could have been generated due to procedural or anatomical factors encountered during procedure which could have affected the device performance. The most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.